Event description:
On (B)(6) 2013, the reporter stated the display on the pump had gradually become dim. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2017 with the following findings: during investigation, the blank display occurred at power up with audible and vibrations. Buttons were unable to be tested due to the blank display. The blank display was due a failed display flex. A test display was used and worked. Due to the blank display. The original complaint was unable to be tested. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.